Event description:
It was reported that during a cardiac ablation procedure using the pulse field ablation system while manipulating the sheath, the handle dismantled itself. The physician managed to clip the two parts of the handle back together and completed the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number: 0012449410 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The sheath handle was separated between the upper and lower shell. In conclusion, the sheath failed the returned product inspection due to the side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.